Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found the nozzle had foreign objects. Due to a crack on the up/down knob, water tightness was lost. The forceps channel port was shaved. The protector of the universal cord on the control section side had a scratch. The scope connector cover unit had a scratch. The right/left knob had a scratch. The suction cylinder was shaved. Switch 4 had wear. Switch 1 had a scratch. The switch box had a scratch. The suction cover had a scratch. The suction connector had a scratch. The universal cord had a wrinkle. The universal cord had a scratch. The grip had a scratch. The control unit had a scratch. The forceps elevator, lock engagement lever, had a scratch. The forceps elevator knob had a scratch. The up/down knob had a scratch. The electrical connector had discoloration due to water leakage. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on bending section cover had a crack. The plastic distal end cover has a scratch, and the connecting tube had a scratch. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilizing process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean, lint-free cloths, brushes, or sponges. The air/water nozzle device was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a compromised image. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.